Event description:
Per the clinic, the patient was hospitalized and treated for meningitis with IV antibiotics. No additional information is available and the patient status is unknown as of the date of this report, (B)(6), 2010, and the implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.